Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 39-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("was unable to place the coil in her right fallopian tube."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain had not resolved and the complication of device insertion, abdominal pain, menorrhagia, fatigue, migraine, headache and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, complication of device insertion, fatigue, genital haemorrhage, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: the operative reported states that the physician placed the essure coil in her left fallopian tube, but was unable to place the coil in her right fallopian tube. Accordingly, the physician proceeded to perform a laparoscopic tubal sterilization. Diagnostic results: (B)(6) 2015: pelvic exam: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6) year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("was unable to place the coil in her right fallopian tube."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain had not resolved and the complication of device insertion, abdominal pain, menorrhagia, fatigue, migraine, headache and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, complication of device insertion, fatigue, genital haemorrhage, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: the operative reported states that the physician placed the essure coil in her left fallopian tube, but was unable to place the coil in her right fallopian tube. Accordingly, the physician proceeded to perform a laparoscopic tubal sterilization. Diagnostic results: (B)(6) 2015: pelvic exam: normal. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: case upgraded to serious incident category, event pelvic pain updated, removal details added, new event added - migraines, headache, abnormal bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.